Manufacturer narrative:
Attempts to obtain additional information, including patient and device identifying information, were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a high out-of-range pace impedance measurements, which triggered a lead safety switch (lss). This device remains in service. No adverse patient effects were reported.